Manufacturer narrative:
Product was not returned to manufacturer. No examination was performed yet . Clarification were asked to identify to which of the three events is related the product treated in this report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional request were sent to the reporter , to give more clarification to this event context. Conclusion is not yet available. Device not received yet by manufacturer.

Event description:
Mobi-c p&f us : disassembled. As reported : it was surgeon first case with mobi-c. Three implants were wasted during this case (three reports were send including this one). First implant that came in and out, surgeon said that the implant was loose as we impacted w/a mallet and as he tightened, he took the inserter off the implant. That implant was charged for. Second implant was put in too far and as we pulled it back it fell apart that implant was no charge and confirmed no charge by regional manager. Third implant was the wrong height since the surgeon used the burr in between the second and third implant that implant was charged for. Additional informations were received for the first disassembly : the first implant disassembled because surgeon went to retighten the inserter to the implant but tightened it too much and removed the post holding the implant to the peek cartridge. When he went to take out the implant that¿s when it fell apart.). As reported : for the first implant the surgical technique was not followed because of the over tightening the post became removed from the cartridge before the implant was fully inserted. In addition it was the first surgeon case with mobi-c. Surgery was completed with a roi-c implant. No impact on patient ; delay of 30 min of the surgery. As reported : the surgeon was a first time user.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Although it was mentioned that the product will be returned , it was never received by the manufacturer for examination. It's important to highlight as it was mentioned in the previous report , that three prothesis were related to this case however the reporter d'ID'nt clarify which implant corresponds to which event . Clarification were requested but no answer received. Creation of this report was according to the first chronological description provided by the reporter. The other implants potentialy related to this event are : mb3555 lot number 5292322 ; expiry date : 01/10/2022 / mft date 28/11/2017. Mb35555 lot number 5295572 ; expiry date 01/07/2022 / mft date 3/08/2017. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. ( all prothesis). From information provided on the complaint report , based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is that the implant was put in too far so when the surgeon wanted to adjust the implant position, the mobi-c was disassembled. The root cause is related to mishandling during implant repotionning . The surgeon did nt follow instruction ( step 11) surgical techniques. The investigation found no evidence to indicate device issue. The root cause is mishandling during implant postionning.